Event description:
It was reported that a system error 2267 (air in set) alarm occurred on a homechoice device during patient use. The patient was connected at the time of the alarm. The technical service representative explained the alarm and assisted the nurse in clearing the alarm and ending therapy. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.